Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological laparoscopy procedure on unknown date and topical skin adhesive was used for umbilical site closure. Two months later, the patient developed a mass under skin that oozes white material, which seems infected. The doctor opined that it is a delayed reaction to the topical skin adhesive breaking down. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 02/04/2016. It was reported that one layer of topical skin adhesive was used in skin closure. Duraprep was used at the beginning of the surgery, but nothing after or during the procedure, no dressing was applied. Six to eight weeks after surgery, the patient developed a painless, soft mass under skin that came to a head and drained. Cultures taken resulted in normal skin flora. The patient recovered after a course of antibiotics. The doctor opined that it is a delayed reaction to the topical skin adhesive breaking down. Patient is fully recovered. (B)(4).